Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed due to no isig readings. The lab transmitter was checked for proper use and operation and passed per specification. The remaining sensor passed with accurate readings.

Event description:
Customer reported that she experienced high blood glucose of 600 mg/dl. Customer stated that the infusion set came off when she was sleeping. Customer complained about the sensor lasting less than 6 days. Customer received 2 calibration errors and change sensor alerts. Current blood glucose is 92 mg/dl. Customer also reported that the sensor glucose reading is showing a much lower value than her blood glucose value. Customer removed the sensor and it was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.